Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 127 alarm occurred. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2018 with the following findings: during investigation, the pump powered on with a ca 127 illegal battery alarm that would not clear. Further testing was not able to be performed due to the recurring cs 127 alarm. The pump was opened and a failed internal component on the printed circuit board was found.